Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the monitor failed a pulse test. The cause for the failure was isolated to contaminated pins on connectors j1002aa and j1003aa on the monitor defibrillator board. The root cause for the contaminated pins could not be positively identified. No adverse event resulted from the defective monitor.